Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the sureform 60 stapler instrument or green sureform 60 reload that were used during this reported event; therefore, failure analysis investigations could not be performed. Review of the logs show the sureform 60 stapler, was installed on the system 20 times, and fired 11 reloads (3 green, 6 black, 1 green). There were multiple incomplete clamp attempts, and pauses for compression, with the multiple fired reloads that were completed. On the last install (green reload), there were 2 incomplete clamps, and 1 aborted clamp, prior to a successful clamp; followed by a firing failure. The instrument was then removed and not used again in the procedure. A blade exposed icon and message will appear if the firing sequence is interrupted. Refer to medwatch report (MDR) with MFR report #2955842-2024-14786 for additional information regarding the first occurrence of tissue bunching and an exposed blade involving a black sureform 45 reload and sureform 45 curved-tip stapler instrument.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, after firing a sureform 60 stapler instrument, the blade of the green sureform 60 reload was half exposed in the lung tissue. The surgeon indicated that the patient's lung tissue was more dense and consolidated than expected. Initially, a sureform 45 stapler instrument was used first to fire on the bronchus with a black sureform 45 reload; the tissue bunched in the jaws of the stapler and an error message was observed saying, "blade may be exposed." The instrument was removed and replaced with a sureform 60 stapler instrument, and the same stapler firing issue occurred with a green sureform 60 reload although an error message was not observed. By increasing the port site incision, a third-party laparoscopic stapler instrument was then used to control reported bleeding; the amount of bleeding was negligible. There was a procedural delay of over 30 minutes because of the stapling issues. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument and green reload accessory to perform failure analysis (fa) and confirmed but did not replicate the customer reported complaint. Fa found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review, which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house green reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was also found to have repeated clamping failures within a single install, based on log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a green reload installed. A shim test was unable to be performed due to unavailability. The reload was found to have the knife exposed within the knife track. Log review confirmed the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. An additional related observation was that the reload blade was found to have mechanical indentations. The reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. Refer to MFR report number 2955842-2024-14786 for additional information regarding the first occurrence of tissue bunching and an exposed blade with the sureform 45 curved tip stapler instrument.

Event description:
Refer to h10/h11 for follow-up information.